Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with insulin pump and experiencing high blood glucose. The customer's blood glucose was over 600mg/dl, pump was stuck in rewind sequence. The customer treated, but did not specify with what. The customer stated the rewind message occurred after an alarm/alert. Customer stated they are stuck in rewind completed/bolus delivery loop. The customer was assisted in getting the pump primed and delivering a bolus to treat his blood glucose.